Event description:
Multiple problems including: arthritis, chronic cystitis, prolapsed mitral valve, breast cancer, chronic fatigue syndrome, loss of balance, and irritable bowel syndrome. Md writes, "the pt is a 61-year-old woman who had cosmetic breast augmentation in 1975 with bilateral silicone breast implants mfg by dow-corning. On 9/3/93, she had her implants removed. She was found to have bilateral breast capsular contractures, bilateral breast ptosis, and rupture of the left mammary implant. Synopsis of pt signs and symptoms: chronic fatigue, polyarthritis and tenosynovitis beginning in march of 1992, irritable bowel symptoms, chronic cystitis, loss of balance and dizziness, cognitive dysfunction, difficulty thinking and concentrating, burning in both legs, intermittent and recurrent; and persistent sweats. Abnormal immunologic laboratory results: elevated westergren sedimentation rate of 32, elevated c-reactive protein of 1.03, elevated igg of 1760, elevated iga of 761, elevated antithyroglobulin antibody of 4.2, normal less than 1. Elevated anticardiolipin igg antibodies of 47, and anticardiolipin igm and iga antibodies were normal. Medications: premarin 0.625 mg a day, inderal 10 mg t.i.d., noroxin 400 mg twice a week. Medication allergies: penicillin. Past medical history: history of mitral valve prolapse, otherwise, as mentioned above. Past surgical history: 1. Silicone breast implants in 1975, silicone breast explants 1993. 2. Right knee arthroscopic surgery in 1982. 3. Total abdominal hysterectomy and bilateral salpingo-oophorectomy. Social history: the pt does not smoke cigarettes nor drink alcohol. The pt is trained as a mental health counselor and has a masters in education. She currently left further training in school because of increased stress. Family history: no family history of rheumatologic disease. There is a family history of diabetes mellitus. Physical examination: the pt is a well-developed, well-nourished, 47-year-old woman in no acute distress. Her blood pressure is 130/70, her pulse is 60 and regular. Skin: multiple cherry-red nervi. Heent: normal. There is no evidence of conjunctivitis or oral or nasal ulcerations. Neck: the neck has normal range of motion without pain. There is no thyromegaly. Lymph nodes: there is no lymphadenopathy. Lungs: the lungs are clear to percussion and ausculation. Cardiovascular examination: pulse is as mentioned above. S1 and s2 are normal. There is a 1/6 midsystolic murmur consistent with a mitral valve prolapse. Chest wall and breast examination: there are multiple scars on both breasts from previous surgeries. There are inferior scars, as well as scars running from the nipples to the low poles of the breasts. Abdomen: the abdomen is benign without hepatosplenomegaly. The abdomen is non-tender without masses. Extremities: no clubbing, cyanosis, or edema. Musculoskeletal examination: the right shoulder has limited range of motion with pain. The low back is tender, with limited range of motion. The left hip has limited range of motion with pain. The knees have crepitus with flexion and extension and pain with movement. The muscles are diffusely tender. Neurologic examination: there is mild ataxia on tandem gait. There are areas of decreased sensation in the legs. A complete neurologic examination is recommended. Lab testing: hematocrit 36.1, hemoglobin 12.4, white blood cell count 4800, platelet count 218,000, westergren sedimentation rate 32, c-reactive protein 1.03, both of which are elevated. The chemistry profile is normal, other than a non-fasting cholesterol of 240. Urinalysis is normal at this time. The cpk is 56, ana, anti-dna, anti-ena, ssa, and ssb antibodies, and scl-70 antibodies are negative. The rheumatoid factor is negative, elevated igg and iga, 1760 mg % and 761 mg % respectively. Normal igm. The c3 and c4 complement levels are normal. The antithyroid microsomal antibody is negative, antithyroglobulin antibody is elevated at 4.2. Anticardiolipin igg is elevated at 47, anticardiolipin igm and iga antibodies are negative. The t4 is 10.3, t3 resin uptake is 27.5, thyroid index is 2.1, and tsh less than 1. Impression: chronic fatigue, polyarthralgias and polyarthritis, irritable bowel syndrome, chronic cystitis and bladder irritability; neurologic symptoms of cognitive dysfunction and sustained balance disturbances; paresthesias in the legs, night sweats, substantial loss of function in breasts due to disfigurement and complications from implants or explants, pathologic findings of left silicone breast implant rupture, left breast fibrosis, and focal calcifications. Postoperative complications of left breast open wound for six months after explant; multiple immunologic blood test abnormalities, including elevated sedimentation rate, c-reactive protein, igg and iga immunoglobulins, antithyroglobulin antibodies, and anticardiolipin igg antibodies. Discussion/diagnosis: the pt's history and symptoms are consistent with an atypical rheumatic syndrome and atypical connective tissue disease. She also has features of an atypical neurologic syndrome, which should be further investigated by a neurologist. She is unable to hold an eight-to-five job, and has been unable to do so for five years because of fatigue, cognitive dysfunction, and joint pain. Disability: the pt has great difficulty performing her activities of vocation and avocation. She is eligible for category b compensation, in that she is 35% disabled due to the compensable condition. An individual shall be considered 35% disabled if she demonstrates a loss of functional capacity when renders her unable to perform some of her usual activites of vocation, avocation, and self care, or she can perform them only with regular or recurring severe pain. Recommendation/plan: the pt will require followup with a rheumatologist on a regular basis to treat her musculoskeletal symptoms; continued in b6.